Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap could not be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/12/2015 with the following findings: a visual inspection of the pump showed that the battery compartment had stripped threads. The battery cap was damaged. The returned cap was difficult to remove from and attach to the pump. A test cap was used and was able to attach and detach fluently. The battery compartment was also cracked. Unrelated to the complaint, the display screen was dim and discolored.